Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient experienced muscle stimulation. The pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed.